Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for full pump reset, completed reset with guidance, confirmed that error did not return, and successfully started new sensor session.